Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully threw the first mesh leg assembly through the patient's sacrospinous ligament. However, when the physician attempted to pull the mesh leg through the ligament with the capio device, the suture detached at the junction of the suture and the dilator tube. The suture, with the needle at the end, was captured within the capio device. Reportedly, the same issue occurred with the second mesh leg assembly as well, following which the entire uphold device was removed from the patient. No part of the uphold device detached inside the patient. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly doing "fine" post-procedure.

Manufacturer narrative:
(B)(4).the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Visual analysis of the returned uphold mesh showed that the suture, with a small section of the dilator on one end, and the needle at the other, had detached from the blue and white dilator. The complaint was confirmed. The dilator was also noted to be kinked. The capio device was not returned. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. The directions for use includes the following precaution statement, "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable cause of the suture detachment and the kinking of the dilator was determined to be operational context.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully threw the first mesh leg assembly through the patient's sacrospinous ligament. However, when the physician attempted to pull the mesh leg through the ligament with the capio device, the suture detached at the junction of the suture and the dilator tube. The suture, with the needle at the end, was captured within the capio device. Reportedly, the same issue occurred with the second mesh leg assembly as well, following which the entire uphold device was removed from the patient. No part of the uphold device detached inside the patient. The procedure was completed with another uphold vaginal support system without any complications to the patient, who is reportedly doing "fine" post-procedure.